Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: implantation of a subcutaneous implantable cardioverter-defibrillator in a patient with epicardial defibrillation patches. Heart rhythm case reports. 2021;7:429¿431. Doi.org/10.1016/j.hrcr.2021.03.014. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this epicardial defibrillation patch. The article reports a patient whose lead exhibited electrical noise and conductor fracture. The lead was replaced. No patient complications have been reported as a result of this event.